Manufacturer narrative:
H3: one device was returned for analysis. Functional and visual tests were performed, and the reported issue was duplicated. However, visual inspection found damage/detachment to/of the downstream occlusion (dso) seal. This indicated a reportable malfunction based on the dso seal. The dso seal was replaced. Service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
One device was returned with report that it was faulty. There was no reported patient involvement. Evaluation of the returned device identified a damaged/detached downstream occlusion seal.